Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found; proximal segment was returned for analysis. There were two sets of setscrew marks on the is-1 pin, and one set was too proximal indicating that the lead was not fully inserted into the device. Other: it was reported that the rv lead was capped due to varying impedance that was not reproducible at lead revision. No patient complications were reported as a result of this event. Further information received indicates that there was high impedance with large variations in the year previous to replacement. There were also instantaneous changes in thresholds with device manipulation. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event. Impedance, high, high threshold.

Event description:
It was reported that the rv lead was capped due to varying impedance that was not reproducible at lead revision. No patient complications were reported as a result of this event. Further information received indicates that there was high impedance with large variations in the year previous to replacement. There were also instantaneous changes in thresholds with device manipulation.